Event description:
The customer states the provue gave false negative results during an antibody screen test for a sample that was visually confirmed weak positive. No erroneous results were reported (B)(4).

Manufacturer narrative:
This instrument has been investigated. On 6-13-2014 an ocd field engineer (fe) arrived at the customer site and found top piston on the syringe slightly delaminated. Changed syringe. The fe also measured the reader camera and found settings at 108. The fe adjusted the camera to 119. The fe ran a new reference image. The customer ran and approved qc and samples. Repairs have returned this instrument to expected operation.